Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the most recent approval. Manufacturer's investigation conclusion: the report of the system monitor to power module cable is damaged (frayed) at the connector site was confirmed. The returned system monitor to power module cable (lot number m00001046660609) was evaluated and the cable was found to be frayed. Visual inspection revealed an incidental finding that the cable on one of the lemo connectors pulled out from the connector strain relief ¿ exposing the internal wires. The system monitor to power module cable was evaluated by connecting it to laboratory test equipment (power module, system monitor, lvad pump, and system controller). The cable was tested and found to function as intended; no functional issue was identified with the returned system monitor to power module cable. The investigation was unable to determine the root cause that contributed to the cable separating from the intact connector/strain relief. Heartmate ii and heartmate iii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a damaged system monitor data cable returned because the coating of the cable was damaged at the connector site. The system monitor data cable was exchanged though its communication with the system monitor had worked well.